Event description:
It was reported by the surgeon that the pt had high impedance. X-rays of the pt's device were sent for eval. No anomalies were noted that could be contributing to the high impedance, although there was a tie-down present that was not in contact with the lead body, suggesting the original positioning of the leads had been altered. However, no trauma had been reported to the pt. Last known diagnostics showed the device to be properly functioning. A revision surgery in the future is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.